Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is non-union of the si joint. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493699, mfd. 06/20/16 expires 2021-06, (B)(4). 2nd (middle): ifuse implant, p/n 7035-90, lot# 493759, mfd. 10/07/16, expires 2021-10, (B)(4). 3rd (inferior): ifuse implant, p/n 4040-90, lot# i0371, mfd. 01/25/13, expires 2018-01, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient later complained of only a slight relief of her pain symptoms. The surgeon determined non-union of the si joint. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the 1st and 2nd implants using chisels and replaced them with larger implants. He then removed the 3rd implant. The status of the patient following the revision is not known.